Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had multiple no delivery alarms on her insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur as the customer was reporting on a past event. She began to use an old insulin pump. The insulin pump in question was returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip.